Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported that they lifted the site up on accident causing the kinked cannula due to which the patient experienced high bg and diabetic ketoacidosis and had to be hospitalized on (B)(6) 2026.